Event description:
A (B)(6) male pt's daughter contacted zoll customer support to report that the pt's batteries were not charging. When the batteries were inserted in the charger/modem, the charger/modem continued to prompt to "insert battery". The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger not charging / continues to prompt to insert battery) has been confirmed. The cause of the inability to charge the batteries and the 'insert battery' messages is contamination on the battery board inside the charger/modem. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.